Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button anomaly and keypad unresponsive. Customer¿s blood glucose was unknown. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button. Customer stated pressing menu button takes them to the menu screen. Customer stated using the up arrow allows them to navigate screens. Customer states using the down arrow allows them to navigate screens. Customer stated the button was not unresponsive during an easy bolus attempt. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. (B)(4).